Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error when changing reservoir. Customer's blood glucose was unknown mg/dl. The customer also reported via phone indicating that the insulin had a light scratches on screen, hairline fracture in the top of the screen. The customer declined to speak to 24 hour helpline and would like to document the issue.